Event description:
A zoll distributor returned a charger/modem sn (B)(4) indicating that it wold not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply unit connector was damaged. The cause of the inability to power on is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective power supply.